Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. Visual inspection with the naked eye was performed and no issues were noted. Functional testing was performed on the sample provided. This testing includes leak testing. There were no leaks or issues observed during the functional testing performed. Connection and disconnection testing was performed on the returned sample using the returned disconnect cap and in lab molded port/green cap with no issues. The disconnected cap was fully seated and tightened. The reported condition was not verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and the investigation is ongoing. The cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a lose connection between the enterprise tsunagu set cap kit and a transfer set. Subsequently, the patient experienced peritonitis. The cause of the loose connection was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.